Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the mega suturecut needle driver instrument cable was broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal idlers. The cable segment stuck out at the wrist approximately 0.363. Other cables at wrist were undamaged. An additional observation not reported by site was that the instrument's distal pulleys exhibited mechanical indentations/burrs. Both distal pulleys appeared to had damage which may have likely contributed to cable breakage. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.